Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensitivity of the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
Concomitant: 407645 lead, implanted (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic). The lead was tested but no permanent programming was performed. The lead remains in use. No patient complications have been reported as a result of this event.